Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported receiving readings on his adc blood glucose meter that were higher than he felt, and also higher in comparison to readings from his freestyle libre sensor. The customer reported readings of 167 mg/dl (meter) vs 120 mg/dl (sensor), 123 (meter) mg/dl vs 81 mg/dl (sensor), 185 mg/dl (meter) vs 39 mg/dl (sensor), 175 mg/dl (meter) vs 133 mg/dl (sensor), and 178 mg/dl vs 121 mg/dl (sensor). To correct for the high readings, the customer injected 60 units of humalog insulin at an unspecified date/time. Due to the high dose of insulin, the customer experienced a hypoglycemic episode, and self-treated with an injection of glucagon. The customer reportedly could not remember the date and time of the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. The reported meter serial number has been deemed to be invalid. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all omni strips within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that omni strips continue to be safe, effective, and perform as intended in the field. Stability data for omni strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and omni test strips. No trips were observed. The manufacturer of freestyle freedom lite meters was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and the freestyle freedom meter, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2016 a customer reported receiving readings on his adc blood glucose meter that were higher than he felt, and also higher in comparison to readings from his freestyle libre sensor. The customer reported readings of 167 mg/dl (meter) vs 120 mg/dl (sensor), 123 (meter) mg/dl vs 81 mg/dl (sensor), 185 mg/dl (meter) vs 39 mg/dl (sensor), 175 mg/dl (meter) vs 133 mg/dl (sensor), and 178 mg/dl vs 121 mg/dl (sensor). To correct for the high readings, the customer injected 60 units of humalog insulin at an unspecified date/time. Due to the high dose of insulin, the customer experienced a hypoglycemic episode, and self-treated with an injection of glucagon. The customer reportedly could not remember the date and time of the event. There was no report of death or permanent injury associated with this event.